Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve skirt and frame appeared to be in partially crimped state. All leaflets were flexible, intact presenting signs of creases; tissue conditions likely attributed to the crimping and recapturing process. All leaflets appeared partially twisted in the closed position with gaps between leaflets 1 and 2. All commissures appeared intact. The valve was submerged in warm saline to reset valve frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve . The valve continued to be deployed up to the point of no recapture; no anomalies were visualized. The valve was fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%. It was determined that the valve frame was too constrained. The valve was recaptured and withdrawn from the patient, and a pre-implant balloon aortic valvuloplasty (bav) was performed. A new valve was loaded onto a new delivery catheter system (dcs) and the valve was successfully deployed. It was noted that the severity of the patient¿s aortic stenosis contributed to the expansion issue. No adverse patient effects were reported.